Event description:
It was reported that the customer experienced low blood glucose (bg) level of 59 mg/dl which resulted in loss of consciousness, cause was unknown. Reportedly, the customer required assistance from husband to address bg level with glucose liquid. A system check was performed, and the pump performed as intended. The customer mentioned pump settings had been altered tandem technical support recommended customer consult with a healthcare provider regarding settings and diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.